Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm occurred, and the patient's pulse was weak for a time, but his condition stabilized with the use of ambu bag. The clinical expert assessed the reported event as a non-serious injury. Therefore, the device did not contribute to a serious injury or death and will be reported as a product problem. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. However, an error indicating a generic motor failure event code was recorded in the device's event log. The technician recommended the software version upgraded to 1.06.10.00, from 1.06.05.00. The version optimized to prevent re-occurrence of the error. No further investigation is required at this time. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.10.00 from 1.06.05.00.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred, and the patient's pulse was weak for a time, but his condition stabilized with the use of ambu bag. The clinical expert assessed the reported event as a non-serious injury. Therefore, the device did not contribute to a serious injury or death and will be reported as a product problem. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.